Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy for chatter on the ventricular lead. The patient was brought to the emergency room and noise was still present when the device was interrogated. A magnet was placed over the device to temporarily suspend tachy therapy. The device was programmed off until the physician decides on how to proceed.